Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, due to the incorrect serial number, the manufacture date is unavailable. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device due to a leak in the bending section cover, which led to an abnormality in the electrical parts, and resulted in a loss of image. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The image was flickering intermittently during the device evaluation. Additionally, several non-olympus components had been installed and were failing on the device. The distal end, distal end adhesive, light guide tube, video connector, and video cable were all third-party components. The distal end components were cut and cracked respectfully, causing a leak. The light guide lens, while original, had fluid invasion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera laparo-thoraco videoscope was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.